Event description:
This patient was hospitalized for aicd pocket hematoma secondary to supratherapeutic inr. No additional information is available. The type of intervention performed, if any, is unknown. Should additional information become availble, this event will be updated.